Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittently, the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Subsequently, the pump battery fully depleted and the pump shut off. Reportedly this issue persisted despite the attempt of multiple usb cables and power sources. The customer¿s blood glucose (bg) was high, however, a specific value was not provided. The customer delivered a bolus with the pump or administered a manual injection to address bg level. Reportedly, the customer continued to use the pump for insulin therapy.